Event description:
The customer reported to olympus that during reprocessing of the ultrasonic gastrovideoscope, the scope air/ water channel was blocked. It was reported that the balloon was unable to inflate during a diagnostic procedure and the procedure was completed using another scope. Upon inspection and testing of the customer returned device, foreign material (white particles inside the nozzle) was found exiting from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water nozzle blockage, bending angle did not meet specification, bending rubber adhesive chipped, and light guide lens epoxy worn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "caution: to prevent clogging the nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.